Event description:
Customer reported, back-to-back blood glucose results of 72 mg/dl and 217 mg/dl on the advantage system. Customer reported, no associated symptoms. The customer reported, no action/treatment due to result. No adverse event was reported. Replacement sent; return requested.